Event description:
It was reported that there were increasing thresholds and increasing impedance on the high voltage lead indicating a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, beginning (B)(4) 2014 the rv impedance measured 1007 ohms and the impedance continually rose up to 1368 ohms on (B)(4) 2014. Analysis of the device memory indicated pacing capture threshold in the rv was rising, the threshold rose from 0.5 mv at implant up to 1.625 mv on (B)(4) 2014.